Manufacturer narrative:
The investigation is ongoing.

Event description:
It was reported that the procedure was to treat a chronic totally occluded (cto) superficial femoral artery that was lined with calcium. Multiple guide wires were used, including supracore 190 cm, stiff and non-stiff, in an attempt to cross the cto lesion. An attempt was then made with the connect 250t guide wire using a non-abbott catheter. During retraction of the guide wire from the catheter it was observed that the tip of the guide wire had separated and remained in the calcium. No attempts were made to retrieve the guide wire tip because the vessel was too calcified to work on. There was no reported resistance felt during retraction of the guide wire from the anatomy. Another non-abbott guide wire was used to re-access with difficulty, after which a stiff non-abbot guide wire was able to be advanced and plain old balloon angioplasty was performed. No adverse pt effects or clinically significant delay in the procedure were reported. No additional information was provided.